Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had replace battery alert. The customer¿s blood glucose level was 140 mg/dl. Customer reported that the firstly they did not received low battery alert prior to replace battery alert however, at second occurrence also there were no low battery alert received before replace battery alert. Customer also stated that there was off power. Customer stated that the battery cap was not loose, cracked or damaged. Customer was declined to troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, sleep current test, active current test and self test. Blank display not confirmed. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed unexpected battery power loss due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.